Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit had battery slot issues. There was no patient involvement.

Manufacturer narrative:
. Additional customer contact information-name: (B)(6). A getinge field service engineer(fse) ordering a power management, power supply and a power slot interface board to repair unit. Fse replaced pcb, power management board, charged both batteries, no other parts needed. Performed complete pm, please reference wo # (B)(4) for completed checklist unit safe for use. Unit returned for clinical use. The defective components were received for further investigation. The fat performed a visual inspection and found the part to have a blown component so fat will not install and test this board due to the risk it poses to the cardiosave test fixture. Fat cannot investigate this part any further. Sending the board to the supplier for failure analysis per procedure number (B)(4) rev. Ap. The following investigation was performed by (B)(6) ar 23 oct 2023. The supplier cannot receive part number for failure analysis due to it being too old of a revision. Fat cannot investigate this complaint any further. Retaining the board in the failure analysis and testing department per procedure number (B)(6) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.